Event description:
The subject device was returned to an olympus service center for a regular battery replacement with no alleged complaint. Upon inspection and testing of the returned device, it was observed the subject device was not displaying an image. There was no patient involvement. This report is being submitted for the malfunction found during evaluation (no image).

Manufacturer narrative:
Upon inspection and testing of the device, no image was found to be caused by a printed circuit board failure. In addition, service found the video connector receiving contact was corroded, and the battery on the printed circuit board was ran out. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 15 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the event of no image occurred due to a printed circuit board failure. However, the specific root cause of the failure could not be determined at this time. Olympus will continue to monitor field performance for this device.